Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to h3, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost two years since the subject device was manufactured. Based on the results of the investigation, the type of material found in the device could not be identified, neither could the root cause of why it remained in the device. The suggested events are detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited foreign materials in the air/water tube, air/water cylinder and the nozzle. There were no reports of patient involvement.